Event description:
Pt brought to emergency dept. In cardiac arrest by ambulance at 17:50. Medics had done everything per acls protocol. External pacing done in emergency dept. Pacemaker did not work when attached to pt. Put aside and another pacer used. Pt declared dead at approx. 18:00.